Event description:
It was reported that the pump touchscreen was timing out too quickly. Additionally, it was reported that the customer experienced low and elevated blood glucose (bg) levels that ranged between 27 mg/dl and "high" (value not provided). Causes of elevated and low bg levels were unknown. Customer addressed elevated bg levels by delivering a bolus and addressed low bg levels by consuming carbohydrates. Reportedly, the customer declined further follow up with tandem technical support to determine alternate insulin therapy method.